Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. It also reported that the due to reservoir leak customer's blood glucose went to high. Customer was advised that the reservoir will be replaced. The reservoir will be returned for analysis.